Event description:
Customer reportedly received result of approximately 200 mg/dl on the advantage system while using comfort curve test strips and result of 100 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.